Event description:
The device was used during an unknown procedure. It was impossible to staple correctly. Completed the intervention by "artificial anus" (to low to renew a firing). There was no consequence to the pt. 12/20/96 add'l info received. It was reported that in this case it was a permanent colostomy.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. There were no anomalies noted during the firing sequence of the instrument. It fired and formed all the staples as designed around the entire staples ring with no difficulties noted. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.